Manufacturer narrative:
(B)(4) for the reported event of guidewire distal tip detachment. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a bile duct lithotomy procedure performed on (B)(6) 2013. According to the complainant, during unpacking, the physician noticed that the distal tip of the guidewire detached. No fragment detach inside the patient since the jagwire has not been used in the procedure. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a bile duct lithotomy procedure performed on (B)(6) 2013. According to the complainant, during unpacking, the physician noticed that the distal tip of the guidewire detached. No fragment detach inside the patient since the jagwire has not been used in the procedure. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination revealed that the pebax section was damaged, exposing the tip of the metal core wire. No evidence of core wire fracture noted and the ptfe jacket did not present any anomaly. The outer diameter of the guidewire was measured and found to be within specification. The complaint is consistent with the return that the pebax section was damaged exposing the tip of the core wire. It is most likely that handling of the device during un-packaging may have contributed to the device damage, any other anomalies was encountered during the product analysis, therefore the most probable root cause is handling damage. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the  reported lot number 15673237.